Event description:
It was reported that a pt underwent an obturator sling procedure and a pelvic floor repair procedure in 2008. Following the procedure, the pt experienced difficulty emptying her bladder with elevated post-void residual volumes. The pt underwent a sling release four days later. The surgeon opines that the contributing factor to the event was that the sling was placed too tightly.

Manufacturer narrative:
Urinary retention. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.